Manufacturer narrative:
An event regarding pain & fractured insert involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned. However, provided explanted image of the liner shows that it was fractured. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "undated x-ray does not confirm event and image provided confirmed fractured insert" but deemed the information insufficient and rejected it for a medical review. Conclusions: the event was confirmed as per provided medical information which was reviewed by consulting clinician who indicated that undated x-ray does not confirm event but provided image confirmed fractured insert. Device was not returned. However, provided explanted image of the liner shows that it was fractured. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports and revision reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient complaining of pain. Might have a fracture near her pubis. Liner radiograph shows wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complainining of pain. Might have a fracture near her pubis. Liner radiograph shows wear.